Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that occurred on the homechoice (hc) during dwell 3. The technical service representative (tsr) had the home patient (hp) cycle power and advised the hp to disconnect and call the nurse in the morning. The hp will complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No further information is available.